Manufacturer narrative:
According to the complaint record the lift was used without the retrofit kit that was implemented to prevent the handle bar becoming detached through a correction in 2011. The lift has been repaired with a new handle bar according to the correction.

Event description:
(B)(4).